Manufacturer narrative:
The patient remains on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The vad coordinator reported that the patient presented to the emergency room (ER) with alarms. The patient's system controller had been reportedly replaced in the summer. Upon trouble shooting in the ER, it was noted that the system controller was intermittently alarming and appeared to be randomly performing a self-test. As per the instructions in the IFU, the system controller was exchanged to the patient's back-up but the alarms reportedly did not resolve. The vad parameters reportedly remained stable during the event. X-ray images were taken by the hosp and submitted to the MFR for analysis along with the patient's log file. The vad coordinator reportedly untwisted and stabilized the section of the percutaneous lead near the controller connection and no further unexplainable alarms from the system controller occurred. The log file submitted to the MFR for analysis appeared normal. The external x-ray images showed an inconsistency a few inches from the percutaneous lead/controller connection and the patient's internal x-ray images were unremarkable. Additional info submitted indicated that the alarms were still occurring the next day while the patient was on the backup system controller. A third system controller was provided to the patient and within minutes the alarms reportedly recurred. The MFR's technical services team member visited the hosp to perform an eval of the patient's percutaneous lead and no compromised/broken wires were observed. Intermittent alarms were reportedly still occurring on the system controller: specifically, all lights on the system controller illuminated (similar to a self test) but with reportedly a steady high pitch tone and no lower tones heard which lasted from 3 to 5 seconds. During the alarms, the patient reported experiencing a "strong tightness" in the chest which reportedly resolved once the alarms subsided. No atypical events were seen in the log file or observed on the system monitor screen. The vad center exchanged the system controller and no further alarms occurred. The patient was discharged home and remains on lvad support with no further issue reported.